Event description:
The product was used during a lar procedure. Reportedly, the instrument was difficult to close. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
8/13/1998-supplement #1 sent to FDA.